Event description:
During a dialysis graft the physician was deploying the protege everflex stent in the curved section of the graft. The physician could not get the stent to fully deploy and the protege everflex partially deployed. Physician used a balloon to straighten the anatomy and was able to remove the catheter and part of the stent. The stent elongated from trying to remove the catheter and it was separated into two pieces. The physician placed another stent over the portion of the protege everflex stent that remained in the patient.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.